Event description:
The lay user / patient contacted lfs on (B)(6) 2012 alleging inaccurate results on their one touch ultra mini meter compared to other meters. The patient mentioned that on (B)(6) 2012, the patient tested on their lfs meters less than 30 minutes from one another and obtained the following readings on (B)(6) 2012: 6:51pm 176 mg/dl on the ultrasmart meter, 6:51pm 187mg/dl on the ultramini meter and at 6:51pm 197 mg/dl on another ultramini meter. At the same time, the patient had developed symptoms of feeling hot, sweaty and nauseated. The patient did not seek any further medical attention or contact their physician for assistance. The product was replaced. The complaint is being reported since the patient alleged that due to the inaccurate readings, the patient developed symptoms suggestive of a serious injury based on lfs definition. The patient's meter readings did not correlate with their symptoms.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The meter functioned properly. The test strips involved with this complaint has also been returned; however, testing was not performed since the product was expired at the time of the complaint.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.